Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The manufacturing site name and location was unknown. Device manufacture date was unknown. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had excessive noise, component damage, the moving parts did not move smoothly and failed pre-test for free movement and untrue running. The assignable root cause was determined to be due to user, which is user error. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the attachment device was heating up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was reported that there was no damage to the patient. It was not reported if there was any medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.